Manufacturer narrative:
The liberty cycler was not returned or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - there is no documentation in the complaint file supporting a possible association between the liberty cycler and the patients complaint of abdominal pain and the subsequent event of peritonitis. However, the pdrn reported that the patient was not following aseptic technique which is the probable causal relationship of the peritonitis. There is no allegation against any fresenius products. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
It was reported tby the peritoneal dialysis nurse, (pdrn) that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for approximately 2 years, was hospitalized on (B)(6) 2017 for peritonitis. Although, the pdrn reported the patient effluent cultures showed no growth, the patient was treated with antibiotics (type, dose, route and duration unknown) and was discharged on (B)(6) 2017. It was also reported that the patient was experiencing abdominal pain on (B)(6) 2017 which the nurse felt was due to the presence of fibrin. Nurse stated the patient is recovering and continues with ccpd therapy. The nurse stated the patient was not following aseptic technique which contributed to the peritonitis.